Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the patient had remained critically ill since implant and has been on hemodialysis with poor neuro status. The family made a decision to withdraw support. No issue with either pump was reported. Left lvad pump serial number (B)(4), medwatch number: 002916596-2013-01633. Right lvad pump serial number (B)(4) medwatch number: 002916596-2013-01632.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation: the heartmate ii lvad, serial number (B)(4), was received for evaluation on (B)(6) 2013. The left lvad pump was returned with the driveline intact and a suture had been tied distal to the dacron velour. The sealed inflow conduit and sealed outflow graft were returned attached to their respective pump ports. The examination of the sealed inflow conduit revealed a collapsed biological lining admixed with a post-explant deposition of blood. The lining was lightly adhered to the textured surface and appeared consistent with poor surface washing due to an interruption in flow; however, the specific cause for the interruption in flow could not be determined. Post-explant depositions of blood were also observed in the inflow graft conduit, inlet elbow, outflow elbow, sealed outflow graft and around the rotor. Visual examination of the rotor inlet section revealed denatured rings of tissue-like thrombus around the inlet bearing cup and ball. The rings appeared to have been a single formation that pulled apart during the disassembly process. Although the evaluation could not determine the specific cause of the observed thrombus formation, the tissue showed laminated layering, indicating that the ring formed over an undetermined period of time, while the pump was supporting the patient. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were observed. The returned driveline was tested for continuity and all wires were found to be electrically intact. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.